Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 9/07/2017 with the following findings: during testing, it was observed that the battery compartment was cracked. When the pump was powered on, it emitted a cs 069 call service alarm immediately. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a cs 069 call service alarm. This report is made based on results of investigation completed on 9/07/2017.